Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet experienced prolonged hyperglycemia with a highest cgm reading of 306 mg/dl and a capillary glucose of 386 mg/dl for about eight hours after surgery, associated with high-carbohydrate intake, meal announcements that underestimated carbohydrates, low activity, ongoing steroid use, and an infusion set change. The continuous glucose monitor (cgm) was dexcom g7 and infusion set was inset. Symptoms included hyperglycemia without reported ketoacidosis or other complications. Outcomes included self-management at home with glucose trending down to 286 mg/dl by end of call without medical intervention or hospitalization. Investigation included review of user-reported history, device use context, and troubleshooting and education regarding meal announcements and high glucose management. Investigation of this case revealed user-related factors, including incorrect meal size announcements, high-carbohydrate intake, steroid effect, and reduced activity, as the likely contributors rather than a device or component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use error and physiologic factors affecting glucose requirements.